Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure. According to the complainant, while attempting to shake the biopsy sample from the forceps into fixation media, the jaws detached. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The account confirmed that no portion of the device fell into the patient and that prior to use no damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the jaws and needle were detached from the clevis. One of the jaws, the pin, and the eyelet were not returned for evaluation. No evidence of the riveting process was found at the clevis arms or the tang hole of the jaw. No abnormalities were noted with the device welding which was within specifications. Functionally, the returned unit could not be tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; jaws detached. The most probable root cause is manufacturing due to the improper device riveting. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure. According to the complainant, while attempting to shake the biopsy sample from the forceps into fixation media, the jaws detached. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The account confirmed that no portion of the device fell into the patient and that prior to use no damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)